Event description:
It was reported that during a procedure, a farawave catheter was selected for use. However, while wiring the right pulmonary vein, the physician was unable to advance the wire through the catheter. As a result, the catheter was removed, and the wire was found to be stuck at the tip of the catheter. The physician pulled the wire out and attempted to load a new wire, but it was also stuck at the tip of the catheter. To resolve the issue, the physician removed the catheter again, pulled the wire, and tried using a new guide wire, but it could not be loaded through the catheter tip. The physician then replaced the catheter, and the issue was resolved. The procedure was completed without any patient complications. The device is expected to be returned for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a procedure, a farawave catheter was selected for use. Heparin was injected post transeptal. The activated clotting time prior the event were above 300ms. The imaging used was fluoroscopy. However, while wiring the right pulmonary vein, the physician was unable to advance the wire through the catheter. As a result, the catheter was removed, and the wire was found to be stuck at the tip of the catheter. The physician pulled the wire out and attempted to load a new wire, but it was also stuck at the tip of the catheter. To resolve the issue, the physician removed the catheter again, pulled the wire, and tried using a new guide wire, but it could not be loaded through the catheter tip. The physician then replaced the catheter, and the issue was resolved. The procedure was completed without any patient complications. The device is expected to be returned for laboratory analysis.

Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory the catheter was visually inspected, and no abnormalities were observed. The catheter was not returned with the original guidewire inserted. Functional testing was performed, and a wire was able to be advanced and withdrawn through the catheter with no issue. The catheter's array was also able to be deployed and undeployed with no resistance. Additionally, there was no tissue or foreign matter found on or in the catheter tip. Based on all the available information boston scientific determined there was no device problem detected. The returned farawave was analyzed, passed all tests performed and analysis did not reveal any failures within the product.